Event description:
It was reported that the home patient (hp) experienced peritonitis. On an unknown date, the patient was hospitalized for this event. The patient was treated with vancomycin and cipro (dose, routes and frequencies not reported). At the time of this report, the patient was still in the hospital. The patient was recovering from peritonitis. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13c11097 and h13b11040. All release criteria was met prior to the release of the lots. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).